Manufacturer narrative:
This report is submitted on june 14, 2018, (B)(4).

Event description:
Per the clinic, the patient experienced persistent infection and skin overgrowth and underwent two revision surgeries.

Manufacturer narrative:
It was reported that the patient's infection was treated with antibiotics (type and date not reported). Clinical management is ongoing. This report is submitted on november 28 2018, by cochlear ltd. On behalf of cochlear americas. Registration number (B)(4). Exemption number (B)(4).